Event description:
The reporter stated that ever since he had his hernia surgery he has been complaining of sharp pains on his side. The surgeon said it was nothing and ignored him. When the pain got worse he saw his pmd at(B)(6) who said there was nothing he could do and gave him ibuprofen for pain. Last year he was in a critical situation having black outs, vomiting, testicular pain that felt like a vice grip. When urinating he can feel the metal and at times it feel like something is about to burst. Had a CT scan that showed he has damaged nerves. (B)(6) said they recommend that he take the mesh out, cut the nerve or have trigger point injections for the rest of his life. Now taking trigger point injections that only control the pain for couple days. Reporter also stated that he is taking so many pills that he feel like a drug addict.